Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the contacts were no longer working. The patient stated that no steps were possible to resolve the contacts no longer working as it is not possible to remove the contacts. The issue is not resolved. The patient stated that it is uncomfortable at the site of the bulge of the device. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was told that the device/all contacts were not working so she no longer used the therapy. The patient said that she participated in stem cell therapy and no longer had back pain. The patient also reported that the ins site was uncomfortable/painful especially when she sat down and she was wondering if she could have just the ins removed. No further complications were reported/anticipated.